Manufacturer narrative:
(B)(4)

Event description:
A consumer reported via social media that there are hundreds of cases of dreadful infections with this surgery that largely went unnoticed. No patient information or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.